Event description:
During disc surgery, the probe tip broke off within the vertebral body (pt had good bone quality and very hard bone). Surgeon reamed out inner core of the pedicle to remove the tip extending or time (2 hours). Pt was not injured and was discharged home 4 days after surgery.